Event description:
According to the reporter, after removing the negative electrode plate at the end of the procedure, the reporter found that there was an allergic reaction at the location of the adhesive strip. There was a skin damage and erythema (red rashes) on the patient's thigh area. The photo shows skin damage, discolorations, and red rashes on the patient's skin where the adhesive strip is.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted red and purple marks left on the patient's skin. It was reported that the device-patient skin had interaction. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue may occur due to the condition of the gel and the foil beneath. Images returned do confirm the skin irritation on the patient. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.